Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough, guide cath: heartrail. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There was no leak noted during preparation prior to use, which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a coronary procedure to treat a target lesion in the moderately tortuous and heavily calcified left anterior descending artery (lad). The 2.75 x 8 mm nc traveler dilatation catheter was advanced to the target lesion and inflated; however, on the first inflation, the balloon ruptured at 8 atmospheres. The device was removed and a non-abbott device was used. There was no adverse patient effect and no clinically significant delay. No additional information was provided.